Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).